Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Customer reported having a high blood glucose value that triggered her epilepsy. She treated the high of 400mg/dl with the pump and visited the emergency room for one hour. She was not feeling well but there were no ketones. There was no high blood pressure. Helpline checked carelink and saw that customer does not bolus much (zero boluses on even some days). Helpline explained that when the sensor is updating, there will not be any auto corrections (and without much bolusing her blood glucose would increase much). Pump was used within 48 hours of the high. Smartguard was not used. It is unknown if customer will continue using the pump. Pump is not returning for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed that insulin delivery does not bolus much, sometimes even zero boluses, confirming under-delivery. The customer reported a blood glucose value of 400 mg/dl. The customer reported hyperglycemia, convulsion, and, malaise treated with an ems/ambulance/ER visit, and an insulin pump (subcutaneous insulin infusion). The customer reported the following leading up to the event: no troubleshooting was identified. The event involved product(s) mmt-1886. The customer reported high blood pressure. The customer has been using the insulin pump system within 48 hours of the reported high bg event. The customer declined to continue with troubleshooting. No further patient complications were reported. No product return is required for mmt-1886.